Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a no delivery alarm during bolus. The customer's blood glucose reading was unknown. The customer was able to resolve the issue by changing out the infusion set and reservoir. The customer's infusion set was replaced and will be returned.